Manufacturer narrative:
Adverse event and product problem; h1- serious injury.

Event description:
It was reported that the patient could not properly breath with the device. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter (b(4). A product sample was received for evaluation. Visual and functional testing were performed. No anomalies were found during the functional test; the complaint was not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review. E4 is unknown.